Manufacturer narrative:
Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown baclofen (2000mcg/ml at 572mcg/day via flex dosing). The indications for use included intractable spasticity and cerebral palsy. It was reported that the critical alarm was occurring every 10 minutes, and it was confirmed that the critical alarm interval was programmed to 10 minutes. The event date was noted to be (B)(6) 2017. The patient reportedly had quad spasms with their feet clenched that began at 7pm on (B)(6) 2017, but the symptoms were ongoing "off and on" per the hcp. The pump was last refilled and updated on (B)(6) 2017, and it was noted that another company filled the patient's pump. The current reservoir volume was 25.2cc, and there was no option to silence an alarm via the alarms tab. The event logs were reportedly normal, and the alarm test was normal. It was noted that the representative would call back if they still encountered the same issue after performing a therapy stop and re-programming the pump, and the hcp had a surgeon on stand-by to replace the pump if needed. No further complications were reported or anticipated. Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017. It was reported that the cause of the critical alarm occurring but not being documented in event logs was unknown. The pump was reportedly reset and the alarm time was adjusted, and the pump was replaced on (B)(6) 2017.